Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. The indication for implantation of transvaginal mesh in this patient was rectocele repair. Rectocele, enterocele and pelvic relaxation. Procedure: underwent diagnostic laparoscopy, lysis of adhesions, rectocele repair, vaginal repair of enterocele, and bilateral sacrospinous ligament fixation using ivs tunneler and pelvicol for rectocele, enterocele pelvic relaxation, pelvic pain, and pelvic adhesions under general endotracheal anesthesia. Mesh revision surgery details: (B)(6) 2004: underwent surgery for post-operative bleeding under general anesthesia. Additional mesh implant (uretex and avaulta posterior) surgery: (B)(6) 2006: underwent anterior and posterior repair with uretex and avaulta posterior.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.